Manufacturer narrative:
Patient codes (B)(6) and (B)(6) should have been applied in the original regulatory report. The codes are now applied. Analysis found that there were no anomalies with the pump. Analysis confirmed that there was difficulty with the sutureless catheter connector which led to explant. Analysis also found that there was coring/tears/cuts in the catheter, which met the leak criteria per (B)(4). Pump method codes: (B)(4), (B)(4), (B)(4) pump result codes: (B)(4), (B)(4) pump conclusion codes:(B)(4)catheter method codes: (B)(4), (B)(4), (B)(4), (B)(4) catheter result codes: (B)(4), (B)(4) catheter conclusion codes: (B)(4) if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refers to the main device, the other relevant component includes: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: catheter. Interrogation of the device revealed the pump had been programmed to minimum rate mode and was deliver 0.191 mg/day of dilaudid, 3.18 mcg/day of baclofen, and 0.127 mg/day of bupivacaine. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 500 mcg/ml of baclofen at 308.7 mcg/day; 30 mg/ml of dilaudid at 18.5 mg/day; and 20 mg/ml of bupivacaine at 12.3 mg/day, via an implantable pump for spinal pain and failed back surgery syndrome. It was reported on (B)(6) 2017 the patient had experienced increased pain, feeling hot/cold, shakiness, sweating, and was irritable. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump logs were read, and there were no alarms. A bolus was given twice with no relief on the day before the report ((B)(6) 2017). The onset of the event was provided as (B)(6) 2017. Surgery was then scheduled for (B)(6) 2017. It was reported the patient¿s pump and sutureless connector (sc) catheter were explanted and replaced on (B)(6) 2017. It was noted the physician was unable to disconnect the sc catheter from the pump during the replacement. However, the physician was able to aspirate cerebrospinal fluid (csf). The pump and catheter were returned to the manufacturer for analysis. It was reported the issue was resolved at the time of the report. The patient¿s status was provided as ¿alive-no injury.¿ the patient¿s weight was provided. Other medications being taken at the time of the event were unknown, and it was indicated the information would not be made available to the manufacturer. Similarly, it was reported the patient¿s medical history would not be made available to the manufacturer due to legal/confidential reasons. No further complications were reported/expected.